Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion sets cannula crimped events on (B)(6) 2024. The event occured in 3 or more hours after insertion for both events. The infusion set was in use for 1-6 hours for first event and for 2-5 hours for second event. The blood glucose level was 435 mg/dl for first event and 390 mg/dl for second event. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) MDR 3003442380-2024-08190 device 2 of 2.